Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
As biopsy being performed, argon super core broke. Opened a new one and that broke as well.